Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was corrosion/contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged charger.